Manufacturer narrative:
Device not returned

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose level ranged from 234-235 mg/dl. Customer reverted to an alternate method of insulin therapy.